Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the avp board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found to an electrical and/or fiberoptic defect leading to error 40068. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure of the avp board. .

Event description:
It was reported that during after procedure, a non recoverable error 40068 occurred when shutting down the system. The user restarted the system multiple times, but the error persisted. Technical support reviewed system logs and guided the user through power cycling and direct ethernet connection troubleshooting, confirming the continued presence of the error and an issue with a system component. The customer reported event has no report of patient injury.